Event description:
It was reported that 'a while ago' there was a patient who had an mdi and three days later the pump showed a recovery. It was noted that the issue had already been reported to the manufacturer and that the situation was resolved at that time. The patient name, device model/serial number, and medication were not known.

Manufacturer narrative:
(B)(4).